Event description:
It was reported that when the pump was restarted after an upstream occlusion, it would not detect the continued restriction. No add'l specific clinical info was able to be rec'd. No med or surgical intervention was required.